Manufacturer narrative:
C2/d10 concomitant product information: UDI for balloon (B)(4), UDI for pump (B)(4). The device was not available for analysis; therefore, no physical evaluation could be performed and the reported device performance allegation could not be confirmed. Urinary incontinence is acknowledged within the dfu and is not associated with off label use or failure to follow instructions. Based on the device history record (DHR), the device met specifications prior to shipment, indicating that manufacturing was not related to the reported event. Without a returned device and based on the information available, a clear probable cause for the event could not be established; therefore, the conclusion code unable to exclude device problem has been selected.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurrent incontinence with a nonfunctioning device, particularly when changing position or when sitting on a chair that was too low. A fibroscopy revealed an overly wide cuff imprint; therefore, a revision surgery was performed. Examination of the ex vivo components showed no evidence of leakage from the cuff, balloon, or tubing. Physician suspected from a valve or pressure issue. The device was explanted and replaced. No further patient complications were reported.